Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead's impedance started to go up in the beginning of (B)(6) 2018. The physician was (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)